Event description:
The pt described hearing a pop during activity and having pain during physical therapy. X-rays showed the humeral head to be disengaged and beside the metaphysis. During surgery before opening the joint capsule, dr. Aspirated a lot of fluid from the joint space thinking that the fluid was due to an inflammatory process.

Manufacturer narrative:
Another reversed hemi adaptor and humeral head were implanted.